Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Medwatch report mw5183666 was received stating the patient experienced burn and overstimulation from the scs system. As such, patient was rushed to the emergency room. Patient was implanted with an infusion system in the same site where the patient experienced the burn from the scs system. Initial reporter elected not to be identified